Event description:
During coronary artery bypass graft, pt suffered second degree air embolus. The air embolus coincides with incorrect installation of perfusion tubing into heart-lung machine and removal of an anti-reflux valve from the left ventricular venting system. Procedures were in place describing proper tube installation. Experienced perfusionist installed left ventricular tubing incorrectly. Although procedural safety checks exists, engineering controls on perfusion tubing does not exist.